Event description:
Additional information was received: an update from the medical team has been shared and reported to abiomed. The acute kidney injury was contrast induced and there is no relationship to the impella pump per the hospital medical team.

Manufacturer narrative:
Added: b5 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in d3( manufacturer fax). Upon review, it was identified that the information was inadvertently not submitted in the initial report. The cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
A1, a4, and a5 are unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp was inserted via the right femoral artery, with single access used for both the cp and angioplasty equipment, to support a 72-year-old male patient. The patient had been admitted in with known coronary artery disease and plan for a protected percutaneous coronary intervention (pci). Other underlying medical history was not shared. The pump was placed and the pci performed successfully, however there were 2 harms noted. There was an access site bleed that occurred after the patient sat up in the bed. The team applied a manual hold and new dressing was placed. There was ecchymosis but, no hematoma was noted. The team marked the borders of the ecchymosis and applied a sandbag which contributed to the resolution. No further treatment was deemed necessary. Also, the patient had a rise in the creatinine level post the pci. The team noted the renal consult determined this was contrast induced. The creatinine had risen from a baseline of 1.43mg/dl to a high of 2.28mg/dl. There was no treatment noted, no dialysis was initiated for the renal insufficiency/change in renal function. The bleed was minor and the contrast induced renal harm both can occur with pci and contrast media utilized for imaging during a pci. The patient has survived.